Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced that two infusion sets was leaking at abdomen on (B)(6) 2025, which resulted in elevated blood glucose (approximately 300 mg/dl). The infusion set was in use for three days. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009856, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 18/sep/2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6009856" . The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Review of the device history record (DHR) review: the lot 6009856 was packaging according to work instruction (wi) version 84 in the multivac 12 on 23/oct/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance (nc) 2063825 was opened during the sterilization processes actions were required. Therefore, the review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Test results: physical samples were requested; however, the customer has confirmed that no samples are available for testing. Conclusion summary of complaint investigation: as a result of the following: no physical samples, one nonconformance (nc) was raised during the sterilization process, and found unrelated to the reported malfunction code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.